Event description:
During troubleshooting for an alarm, which occurred on the home choice (hc) during drain 4 of 6, drain volume 1494ml, last fill volume 2000ml, the home patient (hp) stated she was empty. The care giver (cg) said the home patient (hp) had disconnected in the dwell cycle and did not put the cap on himself and fluid drained out. The hp said he did cap off the patient line. The baxter technical service representative (tsr) informed the cg to let the nurse know. The tsr assisted to bypass to fill cycle. The solution to this issue as provided over the phone and swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention was reported. On (B)(6) 2012, product surveillance (ps) spoke with the home patient (hp) regarding the reported issue. The hp did not remember all the details and stated that most probably the hp must have forgotten to put the cap on the patient line. The hp had discarded the used supplies and did not have lot number.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for leak was confirmed because the care giver (cg) stated the home patient (hp) had disconnected in the dwell cycle and did not put the cap on himself and fluid drained out. The cause was determined to be use error - patient disconnected from set. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.